Event description:
Customer stated "I bought this for my daughter whose baby was born 3 weeks ago. Initially it worked really well but now hardly pumping at all even though she knows she has plenty of milk. She has developed mastitis and needs it desperately". Customer has confirmed that they needed antibiotic treatment for the mastitis.